Event description:
The customer reported that while retyping group o donor units using mts monoclonal anti-a,b card lot # 121305038-03, a false positive reactivity was obtained in both the anti-a and anti-b microtubes. Sample was repeated with acceptable results. A false positive result in forward typing may lead to the misclassification of a donor's abo group. There was no report pt harm as a result of this event.

Manufacturer narrative:
Returned samples were not provided for additional investigation. Product labeling states that abo serum or plasma tests should always be performed as an adjunct to abo cell grouping tests. Any discrepancies between the cell and sera grouping results must be resolved before the abo grouping is assigned. No definitive root cause was determined. However, user error, damage incurring during shippping, handling and/or storage of mts products and gel card malfunction could not be ruled out as contributing factors.